Event description:
A patient reported that he stopped wearing the aligners to consult with his dentist due to aligners shifting his wisdom teeth/tooth. The patient mentioned that after consulting with the dentist, he needs to have his wisdom teeth pulled out". The patient followed up stating, "as mentioned, it is an emergency dental procedure because your aligners caused the shift that's cutting open my gums where my wisdom teeth are coming out from. Per your company's faq, it was stated that the aligners will not affect the wisdom teeth, which clearly that's false.". Several months later the patient reported, "the dental provider said the retainers caused the teeth to shift and started to impact my molars which is why they had to remove them. This resulted in multiple mouth surgeries after that. The patient said he had extraction surgery last year. He stated he had to keep going back because he was getting an abscess. They finally drained the abscess with a tube in (B)(6) and he is now able to start treatment again, but my teeth have shifted from the surgeries.

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6)2021 through (B)(6)2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.